Event description:
It was reported that this lead was surgically abandoned due to high out of range pacing impedances greater than 2000 ohms caused by coil conductor fracture. Another ra lead was successfully implanted. No additional adverse patient effects were reported.